Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 15mm in length, eccentric, de novo target lesion was located in the bifurcation of the moderately tortuous, moderately calcified, and 3.0mm in diameter proximal left circumflex artery. Pre-dilatation was performed with a 2.75 x 15 maverick balloon catheter leaving 80% residual stenosis in the lesion. A 16 x 3.00 rebel stent was advanced but failed to cross the lesion. The device was removed; however, a kink on the tip of the stent itself was noted. The procedure was completed with another 16 x 3.00 rebel stent and was post-dilated with 3.25x15 nc emerge balloon catheter. No patient complications were reported and the patient was stable.